Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The target lesion was in the left anterior descending artery. As the 3.0 x 20mm veriflex mr stent delivery system was being loaded onto the guide wire during prep the physician noted that the stent was damaged. The stent appeared to be "crimped in the middle." The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the crimped stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned 3mm distal to the distal edge of the proximal markerband. An examination of the crimped stent found that the stent was bunched near the proximal end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The target lesion was in the left anterior descending artery. As the 3.0 x 20mm veriflex mr stent delivery system was being loaded onto the guide wire during prep the physician noted that the stent was damaged. The stent appeared to be "crimped in the middle." The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.